Event description:
A nurse reported that following bilateral intraocular lens (iol) implant surgeries, a pt was not able to see well in both eyes. The lens was exchanged. There are two MFR reports associated with these events. This report is for the first eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There are two other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was not received. (B)(4). This report was mailed to FDA on: (B)(4) 2014. The MFR internal reference number is: (B)(4).